Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's electrode was not inside their needle on their enlite sensor. It was also found the customer's electrode was retracted. Customer's blood glucose was unk. Customer's sensor will be replaced. No additional info provided.